Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: call service alarms were verified in the black box and history. Product analysis was unable to reproduce alarms during the investigation. The battery compartment was observed to be corroded and cracked from the threads to the case seal. A leak test failed due to the battery compartment crack. The threads on the returned battery cap were observed to be stripped making it unusable. A test cap was used to complete the investigation. The pump was opened, removed from the case, and corrosion was observed on the motor flex cable connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. The reporter stated that call service alarms had occurred during the rewind step, 3 out of 3 times. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #2, date of submission 07/01/2014. Supplemental #1 identified that animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The correct information is that animas has not conducted a review of the device history record for this pump and had not confirmed that it was operating within required specifications at the time of release.(B)(4).